Manufacturer narrative:
The device was received partially deployed. Inspection showed that the pink slider was not visible in the viewing window, but the linkage assembly had moved slightly forward. The device deployed during opening of the device. Download data did not show any timeouts or drive stalls during the run. On the reservoir scratch marks were found indicating interference with the linkage assembly. The interference was caused by misalignment of the linkage assembly. The interference prevented the device to properly deploy. It was concluded that the misalignment of the linkage assembly caused the partial deployment of the device. The tip of the hard cannula was found to be curled and damaged. As the tip of the hard cannula was exposed, the exact timing of the damage could not conclusively be determined. However, it could be concluded it did not contribute towards the reported symptom code.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not retract. No adverse patient impact was reported.